Event description:
The customer reported approximately five milliliters of fluid leaked at the blood sampling valve (bsv) drip tray involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous results were generated. There was no patient consequence associated with this event. The customer performed troubleshooting with beckman coulter customer technical support (cts) and discovered the needle vent line was misaligned at the needle. The customer realigned the vent line onto the needle and resolved the issue. The instrument was returned to normal operation. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).